Event description:
A surgeon reported a pt with aqueous misdirection following a combined glaucoma and femtosecond laser cataract procedure. Surgeon declined to provide any additional details regarding reported event. This is one of two reports from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).